Event description:
Consumer complaint of about low blood results. Laboratory result was 206 mg/dl and the meter result was 36 mg/dl. Based on parkes error grid analysis, the bias between the lowest result (36) and the highest result (206) is located in zone d/e. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with a defect found. The investigation reavealed, the root cause of the low glucose and lo meter results is most likely due to washing the strips prior to using them.

Event description:
Consumer complaint of about low blood results. Laboratory result was 206 mg/dl and the meter result was 36 mg/dl. Based on parkes error grid analysis, the bias between the lowest result (36) and the highest result (206) is located in zone d/e. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).